Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : u4lbb1. Device history review : no anomalies or deviations were found during the DHR review if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address significant poly wear. Surgeon removed liner, femoral ball and locking ring. Doi: (B)(6) 2000; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was having some pain and discomfort in hip because of poly wear which led to the revision and placement of new liner and head.